Manufacturer narrative:
(B)(4). Concomitant medical products: ref us157860, lot 069030, m2a 62mm cup; ref 157454, lot 661140, m2a head 54mm; ref 139268, lot 628150, m2a taper adapter. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02941, 0001825034-2019-02942, 0001825034-2019-02944.

Event description:
It was reported that post-op day 1 of the first stage revision in which all zb product was explanted, the patient experienced post-op urinary retention requiring medical intervention. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint for post operative urinary retention is confirmed via op notes. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information provided.